Event description:
Ocd representative contacting ocd customer technical support to report of a false negative reaction for the ahg cross match test with a sample know to contain anti-e in the plasma against a donor cell known to have the e antigen. Testing performed by manual gel method with mts anti-igg gel card lot# 051514001-10 exp. 03-09-14. Positive reactions were noted when testing the same sample and donor for the ahg crossmatch test on the ortho vison where a 1+ reaction was noted as expected. Additional testing was performed by the traditional tube method using liss as an enhancement and reactivity was only noted at 37c. Repeat testing on the vision analyzer yielded a 1+ reaction. No repeat testing performed with the manual gel method. All described testing performed on (B)(6) 2014. Reviewed by the reported ocd rep on 10-02-2014 and reported via e-mail on 10-03-2014. Described testing is being performed in support of the vision method comparison validation testing for the mts anti-igg gel card for the ahg crossmatch test. No incorrect or erroneous results have been reported as a result of the reported concern. No reports of any abnormal appearance to any of the listed ocd products and the mts anti-igg gel cards have been confirmed to be stored according to their IFU indications (room temp). Quality control confirmed to be satisfactory using the alba q.

Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).